Manufacturer narrative:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient¿s chest pain and subsequent hospitalization and the liberty cycler. Additionally, there is no report of a device malfunction against the liberty cycler for this event. It cannot be determined if there is a temporal relationship between pd therapy on the cycler and the chest pain as there is no documentation to show if the patient was actively dialyzing at the time of the event, however, the patient¿s cardiac stent collapsed and it is probable that the patient¿s extensive history of cardiac comorbidities contributed to the event. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized on (B)(6) 2018 for chest pain. Prior to the hospitalization one of the patient¿s cardiac stents had collapsed. The hospital course is unknown. It is unknown if the patient continued peritoneal dialysis therapy during the hospitalization. The patient was discharged on (B)(6) 2018. The patient is reported to have an extensive history of unspecified cardiac issues including a myocardial infraction on (B)(6) 2017. It is unknown if the patient was actively dialyzing at the time of the event.